Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed." (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr broke at the cannula, and were unable to deliver insulin during use. The following was reported by the initial reporter, "broken needles, sometimes the needles are clogged used needles have been discarded."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr broke at the cannula and were unable to deliver insulin during use. The following was reported by the initial reporter: "broken needles, sometimes the needles are clogged used needles have been discarded."

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr broke at the cannula and were unable to deliver insulin during use. The following was reported by the initial reporter: "broken needles, sometimes the needles are clogged used needles have been discarded."

Manufacturer narrative:
H.6. Investigation: one photo of an open 32g x 4mm pen needle sample was returned from lot. No. 0028930, cat. No. 320562. Visual examination of the returned photo was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact no physical sample was returned no further investigation can be carried out.